Event description:
Customer reported on a capsule which failed to detach from delivery system. The capsule subsequently fell into the stomach.

Manufacturer narrative:
Attempts to reach the customer to get an additional information on the patient's condition are made, but so far without success.